Manufacturer narrative:
Please note the user facility reported steris isomedix as the manufacturer of the monitor. The actual manufacturer of the monitor is vts medical systems. A steris field service technician arrived onsite, inspected the surgical monitor, and identified the scalar required replacement. The monitor subject of the reported event uses an external converter that routes incoming data through a fiber optic cable to a scalar. The scalar then detects the signal and converts the data into a resolution which is compatible to be displayed on the monitor. The technician replaced the scalar, tested the unit, and confirmed the system to be operating according to specification. The unit was returned to service and no additional issues have been reported. The surgical monitor is not under steris contract agreement for maintenance.

Event description:
The user facility reported via medwatch 4508440000-2015-8009 that during a patient procedure their vividimage t 26" surgical grade monitor did not operate properly displaying a green screen. The or staff attempted to resolve the image displayed on the screen however they were not able to do so. The procedure was successfully completed with a different surgical monitor.